Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Total knee patient presented with a loose joint after having triathlon cr tka in place for 6 years. After opening patient -poly debris found throughout knee. Pulled the insert and both posterior portions of insert were worn and peeling. Took out a 3/9 x3 cr put in a 3/13 x3 cs.

Manufacturer narrative:
Reported event: an event regarding alleged degradation involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis report concluded in-vivo service related damages to the articulating surface of the insert included asymmetrical delamination, burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. Medical records received and evaluation: the clinician concluded, "this patient appears to have had a surgical technique which created an abnormal contact pattern between the femur and tibia, leading to abnormal stresses, early wear, and fracturing of the poly component. There is no evidence that this is causally related to the design, manufacture, or materials of this prosthesis." Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: a material analysis report concluded in-vivo service related damages to the articulating surface of the insert included asymmetrical delamination, burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The medical review also indicates that the root cause of the reported event is related to surgical technique. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Total knee patient presented with a loose joint after having triathlon cr tka in place for 6 years. After opening patient -poly debris found throughout knee. Pulled the insert and both posterior portions of insert were worn and peeling. Took out a 3/9 x3 cr put in a 3/13 x3 cs.